Event description:
It was reported that during a scheduled device change out procedure, the physician used electrocautery and the pulse generator exhibited a loss of output. A temporary pacemaker was already connected to the patient and had continuous pacing support. The device was successfully explanted and replaced. The patient was in stable condition before and posts surgery.